Event description:
The customer reported that the silicone segment ballooned at upper fitment area during normosol infusion. There was IV push medications and flushes performed prior to the balloon occurring.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.